Event description:
Patient needed labs drawn. Blood started to flow slowly into tube then stopped, once needle was taken out and needle retracted, blood began spilling from the butterfly chamber "where the needle retracts."